Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a percutaneous coronary intervention (pci) with impella support. Reportedly, during needle deployment, while pressing down the plunger, the proglide device made a "funny" sound. After removal, it was noticed the posterior foot had broken off and was tangled with the suture. There was no resistance noted during use and no complications with removal. It was noted that the angle of the proglide during use may have been more vertical than normal. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the pci procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported foot break was confirmed. The reported noise could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.